Event description:
It was reported that the patient presented to the emergency room experiencing discomfort due to muscle stimulation on his left arm. Upon device interrogation in clinic, the left ventricular (lv) lead was noted to exhibit high out of range pacing impedance. Chest x-ray confirmed that the lv lead had dislodged. During the lead revision procedure, the chronic lv lead was explanted while the new lv lead failed to capture and was damaged while the physician attempted to remove the guidewire that was stuck in the lead. The new lv lead was not used and replaced on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
The reported events were for lead dislodgement, muscle stimulation, and high pacing lead impedance. A complete lead was returned in one piece. The reported event of high pacing lead impedance was not confirmed. Final analysis found no indication of conductor fractures or internal shorts. The s-curve hump height was measured within specification.